Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator displayed its end of life (eol) indicator due to an extended charge time that may have exceeded specifications. There was concern that the device did not trigger an elective replacement indicator (eri) prior to declaring eol. The device remains implanted in the patient and no adverse patient effects were reported.

Event description:
New information was received that this device was explanted one day later due to normal battery depletion. No adverse patient effects were reported as a result of the explant procedure.